Event description:
The complainant reported that the patient had a gastrostomy tube placed, and three days later, the balloon ruptured and the tube fell out.

Manufacturer narrative:
The device reported is an abbott product that is marked internationally which is the same or similar to a device that is marked domestically. Abbott nutrition procedure includes attempting to obtain all required information from the source.